Event description:
It was reported that the wake button was sticking. There was no reported adverse impact to the customer's blood glucose level. Customer declined assistance from technical support, and no additional information was received regarding further actions or resolution of the event.